Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed'), cerebrovascular accident ('strokes'), transient ischaemic attack ('tias') and tooth abscess ('dental abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy - rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), anxiety ("psych injury - anxiety / mental anguish"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision probs"), nausea ("nausea"), anaemia ("anemia"), vertigo ("vertigo") and tooth infection ("dental infections") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, fibromyalgia, anxiety, cystitis, urinary tract infection, vaginal discharge, urinary tract disorder and vaginal infection had resolved and the transient ischaemic attack, tooth abscess, fatigue, tooth disorder, hormone level abnormal, migraine, headache, nervous system disorder, visual impairment, weight decreased, nausea, anaemia, vertigo and tooth infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, cerebrovascular accident, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth abscess, tooth disorder, tooth infection, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vertigo, visual impairment and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter¿s information was updated and new reporters were added. Patient¿s information was updated, and essure insertion and removal dates were provided. Furthermore, the event injury was replaced with event chronic pelvic pain, and the events genital bleeding, stroke, transient ischemic attack, menstrual cramp, painful intercourse, abdominal pain, back pain, bleeding menstrual heavy, metrorrhagia, skin rash, hypersensitivity, fibromyalgia, psychological trauma, bladder infection, urinary tract infection, vaginal discharge, urinary tract disorder, vaginal infection, fatigue, tooth disorder, hormonal imbalance, migraine, headache, neuro conditions, vision problems, weight loss, nausea, anemia, vertigo, dental abscess, dental infections and anxiety were added. On (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.